Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device issued a "no shock advised" prompt for a heart rhythm they believe was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Our eval found that the first and the third 3 second segments were determined to meet requirements of a no matching condition segment. The second 3 second segment was determined to meet the requirements of a vfib rhythm. The primary factors that differentiated the first and third segments that were considered non-shockable from the second segment that was considered shockable include: normalized amplitude, qrs variability; number of peaks detected - in each factor the first and third segments were found to be on the border of shockable versus non-shockable; therefore, categorized as no matching condition and considered as non-shockable. With two of the three segments analyzed considered non-shockable, a no shock advised was the result. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.